Manufacturer narrative:
E: (B)(6) .

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a power switch overlay that was defective and was causing the device to switch on and off. It was unknown how the issue was found. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a power switch overlay that was defective and was causing the device to switch on and off. A quote for repair was provided. Investigation ongoing.

Manufacturer narrative:
The device was serviced, and it was reported that the service engineer (se) replaced the power switch overlay. The device was tested and no longer powers on and off automatically. The device passed testing. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.